Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior lumbar fusion surgery from l4-l5 using rhbmp-2/acs. Post-operatively, the patient experienced back pain, with radiating pain, numbness and weakness in her lower extremities. The patient continues to experience severe and unrelenting pain in her low back and extremities, with weakness and numbness in her legs. These injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with herniated nucleus pulposus l3-l4, herniated nucleus pulposus l4-l5, degenerative disc disease l3-l4, l4-l5, status post l5-s1 fusion. The patient underwent the following procedures: radical anterior lumbar discectomy and decompression, removal of herniated nucleus pulposus l4-l5. Anterior interbody fusion l4-l5. Placement of prosthetic disc spacer for anterior lumbar fusion. Anterior segmental instrumentation with vertebral body screws, l4-l5 with 4 x 20 mm length screws. Use of bone morphogenic protein for anterior interbody fusion, l4-l5. Radical anterior lumbar discectomy. Placement of prosthetic disc spacer, total disc replacement. As per op-notes,¿a small bone morphogenetic protein kit had been previously mixed and allowed to set for a minimum of a half hour. The entirety of the kit was then placed in the central aspect of a spacer. The spacer was impacted from anterior to posterior, counter-sunk appropriately under fluoroscopic guidance.¿ the patient tolerated the procedure well without any intraoperative complications.